Event description:
A malfunction was reported on a pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset. After resetting, the malfunction code did not recur, and the customer was advised to contact support again if the issue happened again. Customer acknowledged and understood the instructions.